Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance and difficulty to remove could not be confirmed as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist; however, the images provided did not confirm a shaft separation or foreign body retrieval with a snare. No device malfunction was observed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and heavily tortuous anatomy causing the reported failure to advance and difficulty to remove. The shaft of the device likely separated after continued handling and/or manipulation of the device during difficult advancement and difficult removal causing the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(6).

Event description:
Additional information received: the lesion was heavily calcified and heavily tortuous. Resistance was met during advancement and withdrawal although it was not specified what the resistance was with. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device location was not provided and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a calcified left circumflex artery that was 90% stenosed. The 2.50x33mm rx xience alpine stent delivery system (sds) was advanced and a shaft separation occurred. The distal section was retrieved with a snare device. A new xience alpine was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.